Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is no longer receiving stimulation and is unable to communicate with her ipg using external devices. The patient began having communication issues with the charger approximately 6 weeks prior to loosing stimulation. A replacement charger was unable to resolve the issue. An sjm representative met with the patient and confirmed the patient's ipg is depleted. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient's ipg was replaced with a new one, which resolved the issue.